Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 355531, lot # n302505, implanted: (B)(6) 2012, product type screening device; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was doing good and had good coverage. It was noted that it was not a product issue.

Event description:
It was reported that there was stimulation in the wrong location. It was noted that they were probably going to replace the leads. The leads had moved and the patient was getting abdominal rib stimulation. It was noted the problem started in (B)(6) 2014. The reporter noted that longevity calculations were done but would not be very accurate due to impedances from the lead migration and the patient using different voltages at different times of the day. It was estimated at 44 months with the following: 4.5v during day, 390 pw, 75 hz, 3 electrodes (2 anodes and 1 cathode), 1802 ohms. It was further reported that the patient¿s leads and implantable pulse generator (ipg) were both replaced.